Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found.

Event description:
It was reported that during the implant procedure, the protrusion of the helix was confirmed outside the patient body. As the patient experienced cardiac tamponade during the procedure, pericardial drainage was performed. The patient recovered afterwards during the procedure. It was noted the lead was advanced in the interventricular septum (ivs). However, the threshold was high and unstable. Position site was changed multiple times but there was no change in threshold value. A new lead was used instead and position in the ivs with good measurement. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, no eval explain code if information is provided in the future, a supplemental report will be issued.